Manufacturer narrative:
On (B)(6) 2011, a patient had an MRI of the pelvis. After 3 weeks, the patient returned to the facility and reported a blister had developed on their wrist due to the MRI. The patient was treated and released with no further incident and no contact since. It is suspected that the burn is not related because the blister looked fresh and contained fluid under the skin of the blister. The patient believes they received the burn while resting their wrist on top of the coil during the MRI examination, but did not report this after the examination. The coil was examined by a tams customer engineer and there was no physical damage noted or any other indication of a problem.

Event description:
A patient received a suspected rf burn following an MRI examination.